Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test, due to protruded and loose drive support disk. Insulin pump had a cracked case on display window corner, minor scratches on lcd window, cracked belt clip slot on battery tube threads areas and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a compromised forced sensor alarm after changing batteries. Customer states drive support cap is sticking out. Customer's blood glucose was 189 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.